Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. A replacement pump was sent. The customer planned to use multiple daily injections as a backup therapy.